Manufacturer narrative:
The baxter technician found the casters needed to be replaced. Per the hillrom service manual the advanta 2 requires an effective maintenance program. Preventative maintenance wll minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake mode. Test the steer mode to determine if the foot casters lock in the steer mode. Check the tires for cuts,wear, tread life, etc. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the caters to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported.